Event description:
A hospital in (B)(6) reported via a distributor that the one of the connectors was missing from the rt212 adult breathing circuit kit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt212 adult breathing circuit kit is not sold in the USA but it is similar to a product sold in the USA. (B)(4). The dryline of the complaint unit was returned unsealed to fisher & paykel healthcare in (B)(4) and visually inspected. It was observed that one of the connectors was missing on the dryline. A lot check revealed no other complaint of this type for lot 110228. The breathing circuit package consists of a number of components grouped together during production. It is possible that one of the connectors of the dryline was omitted during the assembly process or the connector may have fallen off during patient set up. There are standard operating procedures in place to assist operators on the production line to correctly pack breathing circuits. (B)(4).